Event description:
Complainant alleged that during a rountine shift check by a clinican, the device would not power on. The customer's biomedical engineering department tested the device and found the main control switch loose, causing the pins to break away from the switch board. The customer indicated that their biomedical dept would be repairing the device. The complainant indicated that there was no pt involvement in the reported failure.